Event description:
It was reported that the leads were not placed deep enough and the pt got no improvement from the deep brain stimulation therapy. The leads were replaced on (B)(6) 2011. Refer to manufacturer report #3007566237-2011-07069.

Manufacturer narrative:
(B)(4).